Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. As received, the monitor was resetting at start-up. Upon investigation, crystal oscillator y500 was found to defective on the computer analog board. The cause of the resets was the defective y500. The root cause of the defective y500 was unable to be positively identified. No adverse event resulted from the defective component. The patient was issued a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power on completed. The patient was issued a replacement monitor.